Event description:
The customer reported to olympus, the high frequency unit "esg-400" displayed error code e433. There were no reports of patient harm.

Manufacturer narrative:
The device was not returned to olympus for evaluation and follow up with the user facility is currently being performed. The investigation is ongoing. A supplemental report will be submitted if any additional information is provided by the user facility.

Manufacturer narrative:
This report is being submitted to correct the legal manufacturer's contact information and facility registration number. The facility registration number is 3003724334.

Manufacturer narrative:
This supplemental report is being submitted to provide the legal manufacturer¿s final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over nine years since the subject device was manufactured. The device was not returned to olympus for inspection, therefore, the reportable malfunction was not confirmed. Based on the results of the investigation, a definitive root cause could not be established. It is likely the following led to the malfunction: if e433 is displayed sporadically (temporarily), no further action needs to be taken. If it is displayed more often, it is recommended from experience to test the generator board, the hvps-board, the motherboard and relay board in another esg-400 and replace them, if necessary. Only rarely more than one component is defective. Olympus will continue to monitor field performance for this device.